Manufacturer narrative:
Section d10, h3: the device was returned and investigated under MFR. #2916596-2020-01645. Section e1, e3, g3: correction. Manufacturer's investigation conclusions: the reported event of the screen displaying the wrong cumulative time for backup battery usage was confirmed. The returned 11v backup battery displayed 0 minutes for cumulative time. It had a bent pin 1 (lcs_black). The pin was bent back in place and the battery performed as intended. The cumulative time issue was resolved after the pin was readjusted. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event was a bent pin 1 in the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller alarmed with a backup battery fault that initially resolved with a self-test, but reoccurred later the same day. The device was interrogated at the clinic. The message "replace backup battery" was noted on the system monitor, but the system controller information screen showed that the battery was not due to be exchanged. The system controller and backup battery were both exchanged. No further information was provided.